Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 45-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported as the impella was implanted, the aic(automated impella controller) went black and was alarming "system self check failed change console immediately". There was an aic replacement.

Manufacturer narrative:
The engineer found that this automated impella controller aic was incorrectly sent for investigation. There was strong relation between both the complaint description and logs from reported controller serial number (including the alleged pump). The serial number of the console sent for investigation was never in use with the reported pump serial number. The console that was sent was investigated and there were no issues found. Due to the wrong console being provided for investigation a regulatory report is no longer necessary.